Event description:
It was reported that the lead dislodged and was replaced. Twiddler's syndrome was noted.

Manufacturer narrative:
Final analysis found insulation abrasions at 9, 10.5, 13.5 and 42 cm from the connector end. The damages found were consistent with those caused by friction with another implanted device.